Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist and identified a defective sample probe. The customer replaced the sample probe to resolve the issue. The customer performed quality control with passing results and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining low patient results for sodium, chloride, total protein, aspartate aminotransferase and alanine aminotransferase on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.